Event description:
The patient received her scs system, including an ipg, on (B)(6) 2005. It was reported the ipg was explanted and replaced due to a loss of stimulation and suspected battery depletion. The explanted ipg was returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation summary: the ipg was returned with some minor surface scratches on both the antenna and the can. Functional testing found the battery was very low and required recharging prior to testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.